Event description:
It was reported that oversensing due to loss of capture was observed on the device. The physician also suspected the cause was due to fusion. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.